Event description:
It was reported that the patient¿s devices were removed because of an unknown infection at the device pockets. Antibiotic treatment was necessary and it was unknown if a culture was taken. At the time of the report the patient was alive with no injury.

Event description:
Follow up information received reported that cultures were taken (results unknown) and that the cause of the infection was not determined. It was also reported that the patient¿s infection resolved and was to be re-implanted at a later date. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37602 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type implantable neurostimulator product ID 3387-40 lot# v006127, implanted: 2006 (B)(6), explanted: 2013 (B)(6); product type lead product ID 748240 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2013 (B)(6); product type extension product ID 3387-40 lot# v006765, implanted: 2006 (B)(6), explanted: 2013 (B)(6); product type lead product ID 748240 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2013 (B)(6); product type extension. (B)(4).